Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was pulmonary embolus (pe). The patient underwent bilateral pulmonary embolectomy. A veno cavogram identified the renal veins and the ivc filter was then successfully placed. Near complete thrombosis of the external iliac system with reconstitution of the superficial femoral artery through collateral formation was noted during the procedure. Mechanical and chemical thrombolysis was also completed. The filter subsequently malfunctioned including fracture, ivc perforation, and perforation into an organ. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs, fractured filter struts retained within the ivc and anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture, perforation, and perforation into an organ. Per the implant records, the filter was indicated for pulmonary embolus. The right common femoral artery was accessed via ultrasound guidance. The patient underwent a pulmonary angiogram and pulmonary embolectomy of bilateral pulmonary arteries. The renal veins were identified using an inferior vena cava (ivc) venogram, and the ivc filter was then successfully placed. There was near complete thrombosis of the external iliac system with reconstitution of the superficial femoral artery through collateral formation. Mechanical and chemical thrombolysis was also completed. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and eight months after the filter implantation. The patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs, fractured filter struts retained within the ivc and further experienced anxiety related to the filter.